Manufacturer narrative:
Should this lead be returned at a later date, the event will be further updated with analysis findings.

Event description:
Boston scientific received information via x-ray imaging, this right ventricular lead was observed fractured. An extraction and lead replacement was performed a few days later. No resulting adverse patient effects were reported. To date, this lead has not been returned for laboratory analysis and no resulting adverse patient effects were reported.